Event description:
It was reported that several pts felt an electrical shocking sensation during use of a cavitron plus scaler; there is no indication that injury occurred in any of the cases.

Manufacturer narrative:
Though there was no report of injury, because complete eval results are not available at this time, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers therefore, this event is reportable per 21 cfr 803. Preliminary testing of the unit found no issues. Further testing is scheduled; results will be submitted as they become available.